Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No failed battery test alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly and failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer reported the insulin pump is not rewinding correctly. The customer reported the failed battery alarm was not cleared with troubleshooting. The insulin pump will be returned for analysis.